Manufacturer narrative:
Investigation conclusion: retention devices for the reported lot were tested with in-house drug free donor urine. All devices yielded expected negative results for all analytes at read time. No false positives were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please refer to the "cross-reactivity" section within the performance characteristics portion of the package insert for a list of evaluated substances. This product provides only a qualitative, preliminary analytical result. A secondary method must be used to obtain a confirmed result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported four occurrences of false positive coc, mamp, and opi results using the multi-drug 6 panel screen test on multiple donors. Confirmatory testing at a laboratory provided negative results. The false positive results occurred on four out of four devices used.